Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to enter magnetic resonance imaging (MRI) protection mode for a scheduled MRI scan. A device check revealed that this pacemaker had triggered a right ventricular (rv) lead lead safety switch (lss) due to an unspecified out-of-range pace impedance measurement, thus the MRI scan was considered off-label. The health care professional (hcp) was advised to reach out to cardiology for an updated MRI order, if they wished to proceed with an off-label MRI. Review of remote monitoring data revealed fluctuating and high out-of-range pace impedance measurements greater than 2,000 ohms since december 2022. This pacemaker system remains in service. No adverse patient effects were reported.